Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was missing pixels. On approximately (B)(6) 2025, customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual injection to address the issue and was transported to the hospital via ambulance. Reportedly, customer was discharged 4 days later. The customer reverted to an alternate method of insulin therapy. Customer declined troubleshooting with tandem technical support and declined to provide further information. Date of event is approximate.